Event description:
It was reported that this pacemaker was found to be in safety mode. The patient reported experiencing palpitations. Technical services (ts) was consulted and recommended device replacement. The device was subsequently explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Adding adverse event required intervention to prevent impairment/damage.

Event description:
It was reported that this pacemaker was found to be in safety mode. The patient reported experiencing palpitations. Technical services (ts) was consulted and recommended device replacement. The device was subsequently explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.